Manufacturer narrative:
On 10-jan-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, manufacturing date 01-apr-2003 and expiration date 30-apr-2007 were added. And per the review of the file, implantation date was estimated to be (B)(6) 2003 based on available information. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a 270cc mentor smooth round high profile saline breast implant and experienced postoperative right-sided capsular contracture, baker grade unknown. In addition, patient reported afib and was concerned that it may be related to implants. She had an ultrasound done and it did not detect any leaking. The patient is planning for explantation, but at the time of this report, mentor has received no information regarding an expected explantation date. This medwatch report is for the left-sided implant.